Manufacturer narrative:
The explanted devices will not be returned to bsn for eval as they were discarded by the medical facility.

Event description:
A report was received that the pt was explanted due to infection. The pt wants to be re-implanted but has to wait until she is healed from the infection.